Event description:
Customer's mother called to leaking reservoirs. Caller has received the recall letter. The customer has been dealing with no delivery alarms, bent cannulas and leaking reservoirs for the past several weeks. Advised caller that the remaining reservoirs will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.